Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/02/2015-device evaluation:the pump has been returned and evaluated by product analysis on 11/16/2015 with the following findings: a review of the pump black box data indicated a drastic voltage fluctuation followed by a cs 177 warning and cs 128 alarm. During a visual inspection of the pump, the battery compartment was observed to be cracked below the finger pad. The battery compartment threads were found to be stripped. The returned battery cap and test battery cap were able to maintain electrical connection, however, continued to spin and did not secure to the pump. During testing, the ez-prime steps were performed correctly. The sleep current draw was found to be out of specifications. The pump¿s cover was removed and moisture corrosion was found on the force sensor plate and cgm module. The sleep current returned to specification after unplugging the cgm module flex from the printed circuit board. (B)(4)